Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. The ul_lr / ur_ll resistance & ratio measurements are out of specification. Verified customer complaint of touch screen out of specification.

Event description:
The customer called into technical support (ts) reporting that the device's touchscreen does not work even after calibration. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips's standards.